Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Complaint summary: issue reported: four devices were allegedly finishing medication infusions earlier than programmed. Reported settings: time: 120 minutes volume: 270 ml flow rate: 135 ml/h. Actual infusion: time: 80 minutes volume infused: 225.15 ml medication: infliximab date of occurrence: (B)(6) 2025 infusion time error: 33.3%. Analysis of usage history: the device was programmed with slightly different values than reported: time: 120 minutes volume: 275 ml flow rate: 135.5 ml/h. Flow rate was later changed twice: to 100 ml/h and then to 80 ml/h. Infusion started at 10:20:26 and ended at 12:19:15. Total volume infused: 225.15 ml. The infusion behavior matched the programming and user actions. No errors or alarm failures were found. Functional tests conducted: test 01 - based on actual device programming: flow rate: 137.5 ml/h volume: 275 ml time: 2 hours infusion time: 2h00min06 (+0.1% error) volume infused: 280 ml (+1.8% error) result: approved. Test 02 - based on user-reported settings: flow rate: 135 ml/h volume: 270 ml time: 2 hours infusion time: 2h00min01 (0.0% error) volume infused: 265 ml (1.9% error) result: approved. Visual inspection: device appears normal and shows signs of regular use. Conclusion: no evidence of infusion errors or alarm failures. Device performed accurately and reliably. All alarms activated correctly. The defect is considered as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "on the day 2025-06-13, it was evidenced during the service that the infusomat space pump series: 894857, infused the medication in a shorter time than it was programmed." The customer reports that the event occurred once, in addition, there was verification of the occurrence by the clinical engineering team and a ticket was opened for the company. The customer states that a periodic calibration procedure was carried out. The event was classified by the customer as non-severe."